Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex enteral colonic stent was implanted to treat a malignant stricture due to cancer in the ascending colon during a stent placement procedure performed on (B)(6) 2016. During the procedure, the physician noted that it took almost 30minutes to reach the target lesion with the scope. A guidewire was advanced but could only reach the hepatic flexure, so the stent was deployed without scope imaging. The stent was deployed but the physician found that the tip of the delivery system got stuck to the analis side of the deployed stent. The physician waited for the stent to fully expand and attempted to remove the delivery system but it still could not be removed. The scope was removed and the handle of the delivery system was cut using pliers to leave the delivery system in the body. On (B)(6) 2016, the delivery system was successfully removed by hand under fluoroscopy.

Manufacturer narrative:
A wallflex enteral colonic stent delivery system was returned for analysis. Visual analysis found the handle was cut off and was not returned. A translucent tube that appears to be part of a urinary catheter had been tied onto the cut part of the cut end of the blue outer sheath. No issues were found with the inner shaft or the inner shaft tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The dfu cautions there is a possibility that the tip of the delivery system will get caught in the stent if the delivery system is not fully closed prior to withdrawal. Additionally, it was reported that patient anatomy was tortuous, and that the stent was deployed with no visualization due to the scope not being able to reach the location. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable root cause classification of operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that a wallflex enteral colonic stent was implanted to treat a malignant stricture due to cancer in the ascending colon during a stent placement procedure performed on (B)(6) 2016. During the procedure, the physician noted that it took almost 30 minutes to reach the target lesion with the scope. A guidewire was advanced but could only reach the hepatic flexure, so the stent was deployed without scope imaging. The stent was deployed but the physician found that the tip of the delivery system got stuck to the analis side of the deployed stent. The physician waited for the stent to fully expand and attempted to remove the delivery system but it still could not be removed. The scope was removed and the handle of the delivery system was cut using pliers to leave the delivery system in the body. On (B)(6) 2016, the delivery system was successfully removed by hand under fluoroscopy.